Event description:
The complainant reported that the female pt was admitted to the facility for same day surgery in 2008. The pt was scheduled to undergo the explant of a vaxcel implantable port, due to a malfunction of the port that had been implanted in the pt in 2006. Upon inspection of the reservoir catheter junction, the catheter was found to be completely detached from the reservoir. After removal of the reservoir, the pt was referred to the interventional radiology dept for transvenous removal of the catheter. At about 4 days later, the pt returned to the facility and the clinicians successfully retrieved the broken and migrated catheter from the pt's innomiate vein and vena cava. A replacement catheter was not implanted in the pt. The complainant reported that there does not appear to be any adverse effects on the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been rec'd by this MFR, but a physical eval has not yet been completed. At this time, we are unable to determine if the device met spec. The device history records for this lot were reviewed; no anomalies were noted to be related to the reported defect. At this time, we are unable to determine the relationship between the device and the cause for this event.